Event description:
It was reported that a revision surgery was performed to replace femoral head and poly in both hips. The reason why the procedure was performed is still unknown at this stage. No delay reported during procedure.

Manufacturer narrative:
The associated complaint devices, used in treatment, were not returned for evaluation. A clinical analysis concluded that the extensive trochanteric and acetabular osteolytic defects noted during the 1st revision (B)(6) were most likely the result of multifactorial periprosthetic bone loss over the 21.5 years the right tha components were in vivo. The resultant bone loss, re-creation of bone-stock/grafting and possible exaggerated posturing cannot be ruled out as potential contributing factors to the stem fracture (B)(6) after 26 years in vivo and subsequent 2nd right tha revision. The patient impact beyond the reported pain, femoral osteotomy and intraoperative complication of periprosthetic fracture upon removal of the well-fixed distal stem and an expected post-operative convalescence phase cannot be determined. The root cause of the left tha revision (c-0229026 and (c-0229024) cannot be concluded based on the documentation provided; however, the 18 years in vivo along with the documented contralateral bone loss, component wear would be expected. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of complaint history for the listed parts revealed no prior complaints for the listed failure mode with the same batch numbers. Potential causes could include but not limited to wear, traumatic injury, lifetime of device, overuse, bone degeneration. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved, our investigation cannot proceed. We will continue to monitor for future complaints and investigate as necessary. If the devices or new information is received in the future, this complaint can be re-opened.